Event description:
No gases were exchanged in the oxygenator. The blood at the outlet was not oxygenated. The unit was changed at the beginning of the procedure. No pt injury or further complications occurred.

Manufacturer narrative:
H10 sect b date of this report. Originally reported as 2/6/98. Should be as corrected. (4/23/97).